Event description:
After further review, it was confirmed that the initial emdr associated with this complaint was submitted in error. During evaluation, the getinge field service engineer was unable to reproduce any helium leak, and the event does not meet the criteria for FDA reportability. Therefore, no followup emdr is required. Please proceed with canceling manufacturing reference number 2249723-2026-0001206 in your database.

Manufacturer narrative:
After further review, it was confirmed that the initial emdr associated with this complaint was submitted in error. During evaluation, the getinge field service engineer was unable to reproduce any helium leak, and the event does not meet the criteria for FDA reportability. Therefore, no followup emdr is required. Please proceed with canceling manufacturing reference number 2249723-2026-0001206 in your database.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had helium leak issue. No patient harm or injury reported.